Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm or no delivery alarm noted. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that they received motor error alarm and no delivery alarm. The customer's mother also reported that the keypad was unresponsive. The customer's mother stated that they were having high blood glucose at the time of incident. The insulin pump was returned for analysis.